Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a report of an overprime "leak out of patient line was confirmed. The root cause was use error" patient connector lower than heater bag. The label review found the labeling adequate for the use error in this complaint.

Event description:
The customer contacted baxter's service center regarding a assistance with repriming patient line; which occurred on the homechoice (hc) during use. The technical service representative (tsr) assisted with repriming the patient line. The tsr had the hp hold the tubing below the machine. Fluid came out of the top of the vented cap. Baxter product surveillance contacted the care giver (cg) (B)(6) 2012 the regarding reported problem. The cg stated they cannot recall to much detail from the reported problem. They stated they believe the patient was able to continue with therapy without further problems. The cg stated they cannot recall anything unusual with the supplies that night. They do not have samples available for evaluation, nor do they recall the lot numbers from that evening. The cg stated that the patients therapy is going okay overall. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.